Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. The area was raw and open, and that it burned. There was no alleged device malfunction contributing to the irritation. Patient was advised to discontinue use of the device by a physician. Patient reported that the skin healed.